Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call stating the insulin pump has stopped working. The customer's blood glucose was unknown at the time of incident. Mother stated the battery went from green to red without alarms. The insulin pump round part of the reservoir came loose and they have glued it also the label on the back is off. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump passed the sleep current measurement and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at electrical board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The battery icon on the display was showing full and green. The icon display did not deviate from full and green during testing and monitoring period. The insulin pump was also received with scratched case, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.